Event description:
A malfunction alarm, specifically malf 12, was reported by the customer, but no notable events occurred prior to it. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received pump reset information from technical support and was assisted with resetting the pump, which resolved the issue, allowing continued use of the pump. The customer understood to contact support again if the issue recurs.